Manufacturer narrative:
(B)(4). The reported description notes that the although the bedside monitor did report a change in the pt's spo2 desaturation levels, the spo2 desat alarm was delayed beyond what was expected. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that the although the bedside monitor did report a change in the pt's spo2 desaturation levels, the spo2 desat alarm was delayed beyond what was expected. No pt harm was reported.